Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was also received with moisture damage inside of the battery compartment, case cracked behind the pump near the battery tube, cracked battery tube threads, serial number label stained and faded, missing end cap address label, missing display window cover, keypad overlay texture damage, scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.